Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via medwatch mw5096008 that a tampon fell apart upon removal. Consumer attempted to remove all pledget pieces. No further details were provided on consumer's use of the product and outcome.